Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. Additionally, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy. Customer's blood glucose was 225mg/dl.